Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis, urinary tract infection, and high blood glucose of 475mg/dl. Troubleshooting was declined as the mother stated that she does not think the insulin pump is at fault. The caller stated that the customer had many bent cannulas in the past three months, which caused her blood glucose to rise. The mother stated that they though she had a stomach bug. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.